Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 10/22/2015.

Manufacturer narrative:
On-site investigation was performed by field service engineer. On-site investigation was performed by field service engineer. Based on information received in the service report, replacement of the o2 gas module was required to solve the issue. The o2 gas module regulates the inspiratory gas flow and a faulty o2 gas module may affect the delivered volume or gas mixture (o2/air). The device's logs were not provided for further analysis. Our conclusion is that o2 gas module was the cause of the failure.

Event description:
Manufacturer's ref. #: (B)(4).